Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/28/2015. The fse found needle bellows not draining to waste due to occlusion in the line through pinch valve vl57. He cleared the occlusion in the line at vl57 and the instrument ran without any leaks. The fse found protein buildup in the white blood cell, wbc, bath. He replaced the wbc bath which addressed the issue. He also found a defective probe wipe assembly. He replaced the probe wipe assembly and aligned it which addressed the issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 50 ml from the needle bellows of a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. While the field service engineer (fse) was troubleshooting the event, the fse discovered protein build-up in the white blood cell, wbc, bath and a defective probe wipe assembly. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.